Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the blurry image was caused by a faulty charge-coupled device (ccd). The specific cause of the faulty ccd was attributed to a puncture in the ccd cable. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation ¿the scope won¿t focus up close¿ was confirmed. The device evaluation found: a leak from a punctured cable, a bad ccd (charged coupled device) unit and blurry image. Additionally, the device was found to be extensively refurbished and as a result of this the device was restored to olympus original factory specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd autoclave camera head scope would not focus. It is unknown when the issue was found. There were no reports of patient harm.